Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Kinked suction tubing was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.